Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was 57 mg/dl. The customer stated that the reservoir lip ring was damage. The customer stated that at the back of the insulin pump, the rail clip has a chipped. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked belt clip rails. The insulin pump passed the displacement test.(B)(4).